Manufacturer narrative:
One used burr was returned for evaluation. Visual inspection identified significant axial fractures through the adapter body, to the outer sheath. A contact point on a section of the sheath at the end of the tube coupled with corresponding debridement of the inner tube opposite the contact point was observed. All indications point to excessive lateral load during device rotation. The device was inspected dimensionally and found to meet design requirements. Functional inspection was performed and the inner blade rotated freely within the outer blade, no friction was felt in the unloaded condition.one used burr was returned for evaluation. Visual inspection identified significant axial fractures through the adapter body, to the outer sheath. A contact point on a section of the sheath at the end of the tube coupled with corresponding debridement of the inner tube opposite the contact point was observed. All indications point to excessive lateral load during device rotation. The device was inspected dimensionally and found to meet design requirements. Functional inspection was performed and the inner blade rotated freely within the outer blade, no friction was felt in the unloaded condition. (B)(4).

Event description:
It was reported that during a decompression procedure using acromionizer,4.0 ep-1,dspl blade there were metal shavings (sheddings) found when tissue was being removed from the subacromial space. Metal pieces were removed with another blade. There was a procedural delay of 5 minutes. The procedure was completed using a back-up device. This did not result in any patient injury or complications.